Event description:
It was reported that stent damage occurred. A 2.50 x 20mm synergy xd drug-eluting stent was taken out from the hoop, however, the stent was lifted. The procedure was completed with another of the same device.